Event description:
It was reported that the procedure was to treat an unspecified lesion with calcification and a dissection present. The 3.5x38 mm esprit btk delivery system was attempted to be advanced but failed to cross the lesion potentially due to a pre-existing dissection flap but the reason is unknown. It was noted that the distal end of the stent was partially coming off of the delivery system. The delivery system was removed and a 3.0x38 mm esprit btk delivery system was then attempted but this device also did not cross, potentially due to the dissection flap. There were no adverse patient effects and there was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: the procedure description was updated. D4: corrected lot number from unknown to 5052961. D4: corrected primary UDI number from (B)(4) to (B)(4). H6: corrected medical device problem code 2923 was removed.

Event description:
Subsequent to the initially filed report it was reported that the first esprit was a 2.5x38 mm and was not dislodged. The second esprit had difficulty advancing to the lesion but was ultimately advanced and implanted. No additional information was provided.